Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient the patient was wondering if their bladder sling was attached to the stimulator because the patient was feeling vibration going down their right leg periodically and sometimes "it feels like its restarted or regenerated" which led the patient to wonder if someone could hack the stimulator. Additionally, the patient reported having prolapse in 2000, 2014, and (B)(6) 2017. The patient thought that they received a new stimulator, but was not sure and did not have a model or serial number for their stimulator. According to the patient a patient programmer (pp) was never received and the patient no longer sees their healthcare provider (hcp). Stimulator functionality was reviewed with the patient and the patient was advised to follow-up with their healthcare provider (hcp) office in order to have their symptoms addressed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
It was reported that the device was shocking the patient. The patient was looking for their remote so they could get it explanted. The patient wasn¿t advised on the implant and they didn¿t discuss it. The patient found out after they were implanted and started having electrical impulses in the lower spine and right hip going down their right leg that they had an interstim therapy device. The patient spoke to the manufacturer representative about 2 years ago and who directed them to get the brown remote that was used in the late 1990s and early 2000. The health care provider (hcp) came in after surgery and something happened and they had a brown remove and they keyed everything in at that time. The patient was trying to get the brown remote or to meet with a manufacturer representative who had the brown controller to scan their device before removal surgery in 5 days. The patient was directed to the manufacturer to ask for a manufacturer representative to scan the device and check the location. The patient¿s current hcp only had the blue touch pad. The hcp put it in without consent and it was very obvious that the patient had electronic pulses. The patient was fighting to get it out and would go in for surgery next week. The implant was placed on (B)(6) 2000 and it was very secretive. The patient went in for abdominal plasty and before they put all the money out they wanted to make sure they were ok since they already had a hysterectomy. The hcp said the patient had a tilted bladder, but mostly from having a baby. When the hcp went in there, they put in an implantable neurostimulator (ins) in the colon and the patient was puzzled why because they were a vegetarian later after feeling impulses. The patient looked it up online and read about the ins symptoms and this matched up to their symptoms. The manufacturer representative said for some reason the battery wasn¿t turned on right away and a couple of years ago it was working. The patient didn¿t think their battery was depleted even though it was 14 years old. The patient¿s device was implanted for bladder incontinence. The patient had vault prolapse and they were never given a patient programmer. The patient didn¿t want to replace the device because they read articles that anything electronic or with radio frequency was risky. The patient didn¿t know how the device worked and it was low and they didn¿t felt it. Somehow in 2009 the patient felt the stimulation very strong down their right leg and hip. Sometimes it felt like typing ¿tick tick tick.¿ the patient felt it yesterday but faintly and this happened intermittently. The patient called their hcp and left a message. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).